Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The reported event was confirmed. Testing was conducted using outlook 300es pumps. The event of the configuration file altered and the pump containing duplicate drug names with different concentration amounts was able to be replicated. The root cause of the issue was attributed to the service technician not performing the factory default as recommended, which can alter the file structure and corrupt the data. Re-loading the drug configuration file, after correctly loading factory defaults prior to the activity, corrects the error. The technicians were re-trained on the procedure that covers the requirement of ensuring factory default is performed prior to loading a new configuration file for outlook es. The service technicians also proceeded to reload the drug library performing the adequate procedure. At this time, this was the only incident of this nature and has been determined to be isolated. There are no trends or reports from other facilities with similar occurrences. B. Braun will continue to trend and monitor reports of this nature.

Manufacturer narrative:
(B)(4). The drug libraries were discussed with the b. Braun director of pharmacy, clinical services and the b. Braun product director, ais. Initially they determined the error when they opened the files stating too many characters on a drug name. It added additional drug names with a missing letter at the end of the name, combining two names of drugs together and changed the concentration parameters. A team of bbraun ais field technicians and salesforce personnel immediately visited the hospital to investigate all outlook 300 es pumps on the premises. They determined a total of 1100 pumps were affected. After further investigation by the team, it was determined the pumps were not factory defaulted prior to receiving the new drug library. The last preventative maintenance by bbraun technicians was scheduled on 12 september 2017. The bbraun ais team is in the process of defaulting all 1100 pumps and uploading new drug libraries in the hospital currently. The pumps are not being sent in and no injuries have been reported. The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by user facility: it was reported on the incident date of (B)(6) 2017 in the evening that a pharmacist was looking at a drug library on a pump at a specific drug (name of drug not reported) and noticed an altered parameter. This led the pharmacist to look at another pump to learn same thing was on that pump. The pharmacist continued to check approximately ten pumps, all of which had the same altered parameter. The serial numbers were not provided. No injuries have been reported. It was reported that the hospital's understanding of concern is that during annual preventative maintenance in uploading the new drug library, the pump needs to be set to default first and then upload the library. If not defaulted prior, the pump will still allow the drug library to be uploaded, although it is causing the characters to combine and alter concentrations or parameters. There is nothing alarming or stopping the person from uploading the new drug library if the default was not done prior. It appears to the customer that the default was not completed with preventative maintenance, therefore all pumps were affected with the altered parameters.